Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with the lowest cgm reading of 55 mg/dl and a confirmatory glucometer value of 60 mg/dl after announcing a usual lunch, with the customer indicating the meal likely contained fewer carbohydrates than prior lunches despite timely announcement. Symptoms included feeling a little weak, consistent with hypoglycemia and the duration of low was approximately 10¿15 minutes. Outcomes included self-treatment with oral carbohydrates (five skittles) and recovery with glucose trending upward, without the need for further intervention or hospitalization. Investigation included customer communication and troubleshooting focused on meal announcements and carbohydrate estimation. Investigation of this case revealed that incorrect meal size estimation led to a mismatch between insulin delivery and carbohydrate intake, contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related carb counting error was the most probable cause.